Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 4.9 inr on the coaguchek xs system while a comparison lab returned as 3.4 inr. The customer had tested on the coaguchek xs system 3 days before and received a 7.4 inr. The patient's warfarin was held on that day and was still being held on the day of this comparison to the lab. No adverse event reported. Requested return of suspect system and replacement was sent.